Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the high voltage portion of the right ventricular (rv) lead was exhibiting high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and that the impedance trend was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the impedance had trended upward over time and was highly variable. The impedance alert threshold was increased and the lead remains in use.